Event description:
Customer reported an over infusion of milrinone. A bag of milrinone was hung as a secondary, as the bag did not indicate an infusion rate value, the nurse left the pt's room to contact pharmacy. When the nurse returned to the pt's room, noted the entire bag of milrinone had infused. The hospital's stat team was called, and the pt was transferred to cicu for overnight observation. No long term pt harm was reported. Risk mgr indicated the user did not clamp the secondary line before leaving the room, causing the milrinone to infuse at the primary rate. No add'l info was provided.

Manufacturer narrative:
(B) (4): the customer will not return the device and declined any investigation. Risk mgr indicated event was caused by the user not understanding the administration of milrinone.